Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 5-16035 et tube, sher-I-bronch, ls, 35 fr for investigation. Only the two swivel valves were returned. The sample was returned out of its original packaging. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the connector on the bronchial side of the swivel valve was broken. The swivel valve is a component purchased from a supplier. A non-conformance and scar were opened to further investigate this issue. Corrective actions were implemented in july 2019 to prevent this issue from recurring. This sample was manufactured prior to the corrective actions.

Event description:
It was reported that "the doctor found connector broken during using on patient". It was reported the patient did desaturate and device was replaced. Patient condition reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Part number reported is not being manufactured currently, however, another part number from the same family was used for the "verification of failure mode reported in the current manufacturing process", and 200 samples were taken from the current production (material number 5-10315 lot # 73g2100241) at the manufacturing facility. The samples were visually inspected, and issue reported "broken/cracked - 15mm connector" was not observed in the current manufacturing process. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that "the doctor found connector broken during using on patient". It was reported the patient did desaturate and device was replaced. Patient condition reported as "fine".